Event description:
According to the initial information received, a 12/10mm amplatzer duct occluder (ado) was resized and then a second 16/14mm ado was attempted. After release from the delivery cable, the ado embolized into the aorta and was recovered using a snare. The patient underwent surgery for ductus ligation. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The 16/14mm ado was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) year-old female patient underwent placement of an ado for a large pda. Initially a 12/10mm ado was placed but was removed and a 16/14mm ado was deployed. The 16/14mm ado embolized into the descending aorta (dao). The ado was snared and removed and patient was sent to surgery for pda ligation. One cd was provided for review and this cd revealed the following sequence of images: lateral angiogram with the delivery sheath across the pda. The pda was not profiled well but it was a large pda. Angiogram after device deployment with significant shunt through and most likely around the ado was seen. The waist of the ado appeared pinched and the ado did not appear to be pulled into the pda completely. Cine angiograms post release revealed significant shunt across the pda/ado. Finally, the embolized ado was removed from the dao. According to aga's medical consultant, the following conclusions can be drawn: from the cd provided, the size of the pda cannot be measured accurately since the delivery sheath was across the pda. The pda was evaluated in one view only and not profiled well. In complex pda's where the device has to be upsized (as in this case), measurement of the pda in rao view is very helpful and the pda may be larger than measured on the lateral view. The ado appeared "bulky" and it appeared that it was not completely pulled into the pda properly. This usually is suggestive that the device is over-sized. The most likely cause of ado embolization into the dao is improper placement (more device toward the aorta). The second but relatively less common cause is an oval sized defect that is larger in the rao view. The images provided were not sufficient to reach any conclusion except that the ado appeared bulky and was not pulled in the pda adequately. No images of the 12/10mm ado that was deployed initially were provided.